Manufacturer narrative:
Device 3 of 3. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that the stoma opening of three wafers out of five appliances was manufactured off centered. She reported a usual wear time of three days but had leakage at the bottom of the appliance after one day which she felt was due to a defective product and not being able to perform as expected. No harm was reported and no photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
G1: correction (g1) - contact office address: (B)(6) no sample, video or photo was received for evaluation; for that reason, the malfunction reported by the customer could not be confirmed. Batch record review results: lot 0f01195 was manufactured on 06/13/2020 in the cvx1pc manufacturing line, with a total of (B)(4) mkus. On 19/aug/2021, compliance engineer ID 6053 performed a batch record review, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom, under sap material 1000626 and manufacturing order 1530523. No issues related to the defect were found in the documentation. On (B)(6)2021 a complaint search for lot 0f01195 and malfunction code ost-pmc1.8 / ost-pmc01.08 skin barrier starter hole is defective (e.g misalignment or off center), leakage may occur (pre-cut only) was carried out and as a result, no additional complaints were found; therefore, no potential trend is observed. As per complaint manufacturing investigation procedure wi-0359, version 5.0, it is not required to open a nonconformance report (ncr) for type 2 complaints which were not confirmed and no potential trend is identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003